Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure in 2008, was to treat a de novo, with a 95% stenosed, mildly calcified, mildly tortuous proximal right coronary (artery (rca) lesion measuring 3.5 x 15 mm. The treatment consisted of predilation, placement of a 3.5x18mm promus stent, and post dilation resulting in 0% residual stenosis. Reintervention was performed in 2009, due to a 100% focal in-stent restenosis of the mid rca. Treatment consisted of placement of a promus stent resulting in 0% residual stenosis resolving the event. The pt was taking aspirin and plavix at the time of the event. No add'l even t of pt information is available.